Event description:
It was reported that the device was used during a laparoscopic colectomy the device did not form staples properly and the staple line was defective. There was no consequence to the patient. The device was discarded.